Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error. The customer¿s blood glucose was 80 mg/dl. Troubleshooting steps were provided for pump error. Customer stated that the y get replacement for the issue was reccuring. The insulin pump will return for the analysis.

Manufacturer narrative:
Device received with blank display. Problem isolated to electronic assembly. Unable to confirm pump error 130 or rewind anomaly due to blank display.